Manufacturer narrative:
A supplemental report is being submitted for correction. The h10 field was missing the word controller in the beginning sentence of the product event summary. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed contamination within power port one. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Functional testing revealed that "no power" alarm has sounded for only several seconds when both power sources were disconnected due to a low capacity of the internal battery. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery cells were swollen. Analysis of the alarm log file revealed one controller fault alarms logged on 12-jan-2020 at 06:39:49 due to the internal battery failure. As a result, the reported controller failed alarm could not be confirmed, however, the controller fault alarm was most likely perceived by the patient as the reported controller failed. The most likely root cause of the controller fault alarm can be attributed to a faulty internal nimh battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrections: d4, h6, h10 a supplemental report is being submitted for corrections. D4 model# corrected from 1420-controller to 1420 and catalog# corrected from 1420-controller to 1420. H6, h10 as a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. The previously reported failure findings remain unchanged. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed contamination within power port one. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Functional testing revealed that "no power" alarm has sounded for only several seconds when both power sources were disconnected due to a low capacity of the internal battery. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery cells were swollen. Analysis of the alarm log file revealed one controller fault alarms logged on (B)(6) 2020 at 06:39:49 due to the internal battery failure. Additionally, log files revealed that the controller was in use for more than two years. As a result, the reported controller failed alarm could not be confirmed, however, the controller fault alarm was most likely perceived by the patient as the reported controller failed. The most likely root cause of the controller fault alarm can be attributed to a faulty internal nimh battery. CAPA: pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed contamination within power port one. This is an additional observation not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Functional testing revealed that "no power" alarm has sounded for only several seconds when both power sources were disconnected due to a low capacity of the internal battery. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery cells were swollen. Analysis of the alarm log file revealed one controller fault alarms logged on 12-jan-2020 at 06:39:49 due to the internal battery failure. As a result, the reported controller failed alarm could not be confirmed, however, the controller fault alarm was most likely perceived by the patient as the reported controller failed. The most likely root cause of the controller fault alarm can be attributed to a faulty internal nimh battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller failed alarm. There was a red alarm for controller defect. The controller was exchanged. No patient complications have been reported as a result of this event.